Event description:
Senseonics was made aware of an incident where user reported that the transmitter felt unusually hot to the touch. An RMA was created for the return of the transmitter for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported that their transmitter felt hot to the touch on (B)(6) 2025, which is the same date when the user first noticed symptoms of infection at the insertion site in an associated complaint (MFR # 3009862700-2025-01350). Customer care advised the user to immediately discontinue use of the smart transmitter, even if it appeared to be functioning normally. However, dms review confirmed that the user continued using the transmitter until (B)(6) 2025. Investigation on the returned transmitter showed that the transmitter's battery capacity was acceptable, and the device was operating within expected parameters. Visual inspection revealed no battery anomalies, no damage to the circuit board assembly or components, and no signs of internal overheating. Log file analysis and in-house testing also showed no indication of overheating. The complaint could not be confirmed. B4. Date of this report 27 nov 2025. G3. Date received by the manufacturer? 27 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.